Event description:
A capped sample tube requiring centrifugation was placed onto the track and routed to a non-siemens analyzer that requires sample tubes to be uncapped. The analyzer sample probe punctured the sample tube cap, and could no longer be used. The sample contents spilled and a patient redraw was requested, causing a delay of approximately 12 hours for an urgent request of prothrombin time assay. Operators were not exposed to biohazardous material while cleaning the sample spill. There are no known reports of operator and patient interventions or adverse health consequences due to the incorrect sample routing.

Manufacturer narrative:
The initial MDR 2432235-2014-00602 was filed on october 16, 2014. October 29, 2014: additional information: it was determined that the customer is aware that workorder download completion is required before placement of sample tubes onto the system. Sample tube routing will be based on insufficient information if samples are loaded onto the track before workorder download is complete. This workflow requirement has been in effective since the release of software version 4.4.0 in 2006. The siemens customer service engineer reminded the customer of the required workflow. The cause of capped tube being routed to uncapped instrument is operator error. The system is performing to specification. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. A second non-siemens analyzer was prepared for routine use. The cse analyzed the advia labcell automation system. It was determined that incorrect sample tube routing was based on insufficient sample status and related workorder test request information. The automation system did not receive the workorder in time to calculate the correct routing before the samples were placed onto the track. The issue is currently under investigation.